Manufacturer narrative:
The axium prime coil was returned for analysis. No damages or irregularities were found with the introducer sheath. The axium prime pusher was found bent at the marker coil. The axium prime implant coil was found stretched and broken within the introducer sheath with the polypropylene filament also broken. The axium prime coil could not be used for resistance testing due to the damaged condition. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed through device analysis and the cause could not be determined. The customer report of ¿coil stretch¿ was confirmed. The returned axium prime implant coil was found stretched and broken. Possible causes for coil stretch/break are resistance during removal, patient vessel tortuosity, or catheter damage. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, incompatible micro catheter, damaged micro catheter or tortuous anatomy. Customer reported all devices were prepared per IFU, and patient vessel tortuosity as normal. As the echelon micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be assessed. All echelon micro catheter models are compatible for use with the axium prime coils. This regulatory report is being submitted as part of a retrospective review. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an axium coil that had resistance and was damaged. The patient was undergoing a coil embolization procedure to treat a splenic aneurysm. Blood flow and vessel tortuosity were normal. It was reported that the devices were prepared according to the instructions for use (IFU). After the coil started advancing through the echelon microcatheter, resistance occurred in the middle of the catheter and the coil could not be fully pushed out. The coil was withdrawn and the tip was found stretched. It was replaced to continue the procedure. There was no harm or injury to the patient.